Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent was noticed to be missing before it was put on the guide. The stent was found in the sheath. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood visible. There was contrast visible in the nosepiece. The stent implant and the protective sheath were not returned. There were crimp marks on the balloon and between the markers. The balloon was tightly folded. There were three kinks in the inner member and shaft, 6 cm, 7 cm and 16 cm proximal to the proximal seal. There were several bends in the hypotube, 1.5 cm, 8 cm, 30.5 cm, 55.5 cm and 84 cm distal to the strain relief tubing. There was no other damage noted to the sds. Product performance engineering reviewed the incident information and analysis of the returned rx vision sds. It was reported that the stent was missing before putting on the guide and the stent was found in the sheath. Analysis of the sds confirmed that the stent dislodged from the balloon; however, the stent and the protective sheath were not returned for evaluation. There was contrast visible in the nosepiece, which suggests that the device had been prepared for use or at least connected to the inflation device. If positive pressure was applied to the system, it could cause the balloon to slightly expand, partially deploying crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacturer. All online testing for the lot in question met stent movement criteria, which would indicate the unit had an adequate crimp. There is no indication of a manufacturing quality issue; however, without the stent implant and protective sheath, a definitive root cause could not be determined. In addition, three kinks in the distal shaft and several bends in the hypotube were noted, which were not reported in the incident and may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. This damage does not appear to be related to or to have contributed to the reported stent dislodgement. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.